Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status bol. The ICD was implanted for 2 months and 4 charging cycles were recorded to the ICD's memory. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out and there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. The memory content of the device was inspected, thereby high shock impedance was observed. Therefore, the impedance measurement functions of the device were tested using different temperature environments. However, the impedance measurement functions proved to be flawless. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the ICD was fully functional. There was no indication of a material or manufacturing problem.

Event description:
The rv lead had shock impedances greater than 150 ohms. When the physician was doing the rv lead revision, he thought that there was an issue with this device's set screw so he tried a new device with the same lead and still had high shock impedances. It was decided to keep the new device and implanted a new rv lead. There were no issues confirmed with this device. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.